Event description:
It was reported that: "pt reported pain in operative hip x-rays displayed femoral head dislocation. Revision procedure revealed the head had dislocated from the liner and that liner was not engaged in the locking mechanism of cup at the time of revision surgery. The cup, bone screw, liner, head, and adapter sleeve were removed and replaced."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.